Event description:
It was reported that post implant, the right atrial lead ex- hibited poor sensing. X-ray confirmed lead dislodgement. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.